Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, wear abrasion, fold creases, and missing a piece of shell (25-50%). A microscopic analysis was performed which identified: a sharp broken on radius. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, anxiety-product/procedure.

Event description:
Patient reported a right side rupture, breast soreness, and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.